Manufacturer narrative:
Device history lot: manufacturing location: (B)(4), manufacturing date: 21-aug-2017, expiration date: 31-jul-2027, part number: 04.037.172s, 11mm/135 deg ti cann tfna 170mm- sterile, lot number: h431718 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249498, part number: 04.037.972.2, lock prong, 135 degree tfna, bp55, lot number: l468088, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h386841, part number: 21127, timoagri16.00, bp80, lot number: h152653. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of short trochanteric femoral nail advanced (tfna) and helical blade due to nonunion visible on x-rays 9 weeks post-operative and delayed healing. The surgeon said that the implant was too small for his femur and had to go to a long tfna. During revision, the short tfna was discovered broken intra-operatively at the junction of the tfna nail and helical blade. Fragments were easily removed. There was no surgical delay. Procedure outcome was successfully completed. Patient outcome was unknown. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity # 1); locking screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 11mm/135 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for (B)(4). This (B)(4) captures post-op event involving a nonunion and broken tfna nail, while (B)(4) captures intra-op event involving a helical blade that was hard to implant.